Manufacturer narrative:
Investigation concluded that the root cause can be attributed to a user error: the treatment was performed with extremely high energy levels, not congruent with the IFU, and incorrect technique, leading to thermal and mechanical damage of the treated area, which later resulted in scars. The device was not inspected following confirmation from the clinic that this was an isolated incident and the clinic continues to use the device without any issues since this incident. The clinic confirmed that there were no more adverse events since the clinic started to use the recommended parameters.

Event description:
Scarring on forehead